Event description:
Adapter m1739a will only work on switched internal paddles models m4741a, m4742a, m4743a and m4744a. The adapter will not function with the m4745a sterilizable external paddles, although the defibrillator cable fits easily into the adapter. The paddles will pick up an ECG through the paddles, but will not charge or discharge and there is a message that displays "no paddles." Upon closer inspection by the biomedical engineers, the adapter did have a label indicating the model numbers that will function with the adapter. Unless the provider reads the label containing the model number of the paddles on the adapter, they would be unaware that certain paddles would not function with the codemaster defibrillators. Rptr believes that the potential for error is beyond anything that could safely be prevented by user training. Relying on providers to read model number in an emergent situation is neither prudent nor practical. Recommendation is that a constraining function be applied, such as the adapter be designed not to connect with the paddle in the event it does not function with that defibrillator. Organization has removed the adapter cables from each of its facilities and no longer intends to purchase or use them.

Event description:
Add'l info received from MFR 3/6/03: model m1739a. This is an internal paddle adapter cable used to interface internal defibrillation paddles (m4741a, m4742a, m4743a and m4744a) with codemaster defibrillators (m1722, m1723 and m1724). The user facility did not provide a lot number. As reported by the hospital's biomedical engineering dept, they found that the internal paddle adapter (m1739a) could be attached to external defibrillation paddles (m4745a). When such an attachment is attempted, the external defibrillation paddles will not function. There was no specific incident reported. The actual product evaluated by the complainant was not returned to philips for investigation. However, philips performed an investigation on a product configuration similar to the complainant's. The investigation included a review of product labeling and prior compliant history. The following are the results of this investigation: the internal paddle adapter cable was investigated using two set-up configurations. These configurations were: a. Proper configuration: the internal paddle adapter cable was connected to an appropriate defibrillator (m1722, m1723 and m1724) and the appropriate internal defibrillation paddle (m4741a, m4742a, m4743a or m4744a). B. Improper configuration: the internal paddle cable was connected to a m1722 defibrillator and m4745 external defibrillation paddle, as described by the complainant. When using the proper configuration, the display of the defibrillator prominently shows the message "paddles" in the upper right quadrant of the display, indicating that the system recognizes the attachment of the proper set of paddles. The defibrillator can then be charged to the selected energy level and subsequently discharged. When using the improper configuration, the display of the defibrillator prominently shows the message "no paddles" in the upper right quadrant of the display, indicating that the system does not recognize the attachment of the incorrect paddles. In addition, the user cannot initiate charging of the defibrillator. The labeling supplied with the internal paddle adapter cable includes a double-sided label attached to the cable, proximal to the connector, and a two-page instruction for use document. The double-sided label identifies the paddles that can be used with the internal paddles adapter cable. These paddles are correctly identified as m4741a, m4742a, m4743a and m4744a. A copy of the label is included in attachment a. The instructions for use are provided with each internal paddle adapter cable shipped. These instructions explicitly identify the paddles that can be used with the internal paddle adapter cable. These paddles are correctly identified as m4741a, m4742a, m4743a and m4744a. In addition, there is bolded cautionary treatment indicating that the internal paddle adapter cable will only operate with these paddles. A review of the complaint history for this product indicated that this is the only report of this nature that has been reported to philips. Further, the instructions for use specify that defibrillators must be tested daily to ensure they are functioning properly and available for emergency use. This daily test includes the actual delivery of energy. If the defibrillator were incorrectly configured, as described by the hospital's biomedical engineering dept, it would not be able to deliver energy and would be identified during this daily test and corrected. The reported problem was not a malfunction of the device nor was there a clinical event associated with the problem. The reported problem was not experienced during use and has been presented as a potential occurrence. As such, the labeling for the device does not identify a frequency or severity specific to the reported problem. Co has determined the reported problem, if it were to actually occur, would be the result of user error. As such, no remedial action is planned at this time. As reported to philips, the event described in the medical device report occurred in 2002. To the best of co's knowledge, no actual clinical incident occurred. The event is the identification of a potential problem by the hospital's biomedical engineering staff. Philips was first made aware of the event on october 24, 2002. The product is currently in the possession of the hospital, which has stated that it has removed the internal paddle adapter cables for use. The reported problem was not an actual malfunction of the device and did not occur during clinical use. It has been identified by the hospital's biomedical engineering dept as a potential area of misuse. However, co's performance experience with this product does not indicate that this problem has occurred during clinical use. The labeling provided with the product provides adequate instructions and cautionary statements regarding connections and paddle compatibility. Further, it is expected that defibrillators are tested daily to ensure they are functioning properly and available for emergency use. The daily test, described in the defibrillator instructions for use, includes actual delivery of energy. If the defibrillator were incorrectly configured, as described by the hospital's biomedical engineering dept, it would not be able to deliver energy and would be identified during this daily test, further mitigating the risk posed by an inappropriate connection.